Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
During atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced a drop in blood pressure, pericardial effusion and cardiac tamponade. Pericardial drainage was performed. The report indicated that mid-procedure with a thermocool smarttouch sf catheter, the patient experienced a drop in blood pressure. Transthoracic echocardiography (tte) showed a pericardial effusion, and tamponade was observed in the patient with the carto system. Pericardial drainage was performed. The patient was stabilized and transferred to the care unit. The cause of the incident is not known to me at this time. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 7-may-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-mar-2026, additional information was received indicating the physician's opinion on the cause of the adverse event was that maybe it was the transseptal puncture. The catheters are not suspected by the physician. However, ablation was performed prior to noting the adverse event and the adverse event was noticed at the end of the ablation phase. The patient fully recovered, however, required extended hospitalization waiting for international normalized ratio (inr) to normalize. Patient left hospital on the 23rd of march. There was no evidence of steam pop, there were no error messages on the bwi equipment during the procedure. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. Correction: field for "b2. Is hospitalization initial/prolonged" was left unchecked in error the 3500a initial medwatch. It has now been checked. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).